Manufacturer narrative:
H3: product analysis #(B)(4): part # 5480004v, lot # kh21k530 visual examination confirmed the tip of the driver has broken. Optical inspection of the fracture surface revealed a flat fracture surface with circular material flow. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a driver used on patient having scoliosis final fusion therapy. It was reported that there was a damage to the tip of the device at removal of 4.75 fix screw. The tip of driver got damaged when loosening one of the set screw. Event occurred during solera 4.75 th5-8 fixation surgery, removal and replacement to solera 5/6. This event was a repeat surgery for final fixation surgery for scoliosis. There were no patient symptoms reported. There were no further complications reported regarding the event.